Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for right ventricular lead revision due to sensing anomaly and noise. During procedure the physician noted damage to insulation near suture sleeve. The lead was repaired with medical adhesive and remained implanted. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).